Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a follow up routine this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, it was noted that the lead helix had retracted, resulting in lead dislodgement. As a result, this rv lead was explanted and successfully replaced on (B)(6) 2025. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.